Event description:
According to the reporter, during laparoscopic hysterectomy the needle broke and fell into the patient cavity, after closing vaginal cupula in two segments and when the surgeon was retiering the closing device, needle was found at the right iliac fossa and was extracted without complications, an x-ray performed for locating the needle,medical or surgical intervention was needed to prevent a permanent impairment, the surgeon had to search for the needle after the procedure was ended, this made the surgery to extend one more hour, there was no unanticipated tissue loss as a result of this problem, there was no tissue damage as a result of this problem, there was no blood loss of 500cc or more due to the product problem. No injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.